Event description:
It was reported that the device alarmed "communication error" and "no longer working" during infusion of levophed (8mg/250ml), vasopressin (50 units/50ml), and epinephrine (4mg/250ml) on a patient admitted for acute septic shock. While the clinician was waiting to receive new devices, the patient reportedly "lost pulse, and CPR (cardiopulmonary resuscitation) was started." Per report, the "patient did code during reported incident requiring intubation, then rosc (return of spontaneous circulation) was achieved." The event occurred on (B)(6) 2024 at 0255. The medications had reportedly been infusing "without incident" prior to the reported event. The patient was then "made comfort care later in the day and expired on (B)(6) 2024 (at) 1119."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-42617 is a concomitant. Please refer to manufacturer report number 2016493-2024-42607, 2016493-2024-42603, which captured the correct suspect device per investigation report.

Event description:
It was reported that the device alarmed "communication error" and "no longer working" during infusion of levophed (8mg/250ml), vasopressin (50 units/50ml), and epinephrine (4mg/250ml) on a patient admitted for acute septic shock. While the clinician was waiting to receive new devices, the patient reportedly "lost pulse, and CPR (cardiopulmonary resuscitation) was started." Per report, the "patient did code during reported incident requiring intubation, then rosc (return of spontaneous circulation) was achieved." The event occurred on 26 october 2024 at 0255. The medications had reportedly been infusing "without incident" prior to the reported event. The patient was then "made comfort care later in the day and expired on 26 october 2024 (at) 1119."